Event description:
The facility reports the pt was being transferred onto the bed when the nurse noticed the pt's bottom would not clear the top of the bed. The pt was then lifted manually onto the bed and at this point the nurse injured their right arm. The nurse received treatment at hosp.